Event description:
Caller alleged that the following results were obtained on a neonate patient less than 2 minutes apart: 23 mg/dl (inform ii system 1) and 51 mg/dl (inform ii system 2). No adverse event was reported. The alleged product was requested for evaluation; however, the caller reported it is unlikely the strips will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Device will not be returned.